Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g7,h1,h2,h3 and h6. As reported, the 6f-7f mynxgrip vascular closure device (vcd) entered the unknown sheath and inflation was done; however, the balloon burst, and the device could not be used. There was no reported patient injury. The mynxgrip was used after percutaneous coronary intervention (pci). The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock closed. A non-cordis procedural sheath was on the catheter shaft, and the sealant, sealant sleeve and advancer tube were observed to have remained in the manufacturing position as received. The syringe was not returned with the device. It was noted that the balloon¿s distal tip was severely inverted. Per functional analysis, leak testing was performed on the balloon of the returned. The balloon could not be inflated due to the catheter¿s lumen being clogged with dried diluted contrast solution. Multiple attempts to inflate the balloon with water were exhausted. However, it was observed that there was air trapped inside the balloon, and that the balloon was still partially inflated during the device failure investigation. Per microscopic analysis, evidence of dried diluted contrast solution in the inflation tubing of the returned device was observed. Visual inspection also showed that the balloon of the returned device was still partially inflated, and the balloon distal tip was severely inverted, which indicated that excessive tension may have been applied on the catheter during the procedure. The condition of the balloon is consistent with a device pull through. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The returned catheter¿s lumen was clogged with dried diluted contrast solution. Multiple attempts to clear the catheter lumen and to inflate the balloon with water were exhausted. Yet, the device failure investigation showed that the balloon¿s distal tip was severely inverted, and the balloon of the returned device was still partially inflated as received. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, deploy sealant, it instructs users to pull ¿lightly¿ on the device handle to ensure the balloon abuts the arteriotomy or venotomy for temporary hemostasis. If excessive tension applied to the catheter during pullback, it could cause the balloon to be pulled through the arteriotomy or venotomy. In addition, the investigation also found an incorrectly following the mynx instructions for use (IFU). A non-cordis 5f procedural sheath was returned with the device which was not compatible with the returned mynxgrip 6f/7f. Per the mynxgrip IFU, procedure preparation step, it states that ¿when using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot # f2006603 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) entered the unknown sheath and inflation was done; however, the balloon burst, and the device cannot be used. There was no reported patient injury. Mynxgrip was used after percutaneous coronary intervention (pci). The device will be returned for analysis.